Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the emergency room of a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the cause of death was low blood glucose and heart attack. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; it had been disconnected two hours prior to death by the customer's spouse due to low blood glucose. The customer was using sensors and was wearing one at the time of death. The caller stated that they are unsure where the customer's insulin pump is but will call back if the device is located. Since the caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.